Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip.common device - the correct common device is indicator, chemical.catalog number - the correct catalog number is 14100.

Event description:
A representative from aesculap stated a customer reported a sterrad® chemical indicator strips in two loads did not change color correctly after a completed sterrad® cycle. No additional information at this time. The affected load(s) were reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly. (B)(4) are related complaints from the same facility. Please reference 1-xhjfaf for the first load and (B)(4) for the second load. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00647 and 2084725-2016-00648.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, retains analysis and system risk analysis (sra). The DHR was not reviewed as the lot number was not provided. Trending analysis by lot number was not reviewed since the lot number was not provided. Retains testing was not performed as the lot number was not provided. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad® was not tested by a field service engineer since the unit serial number was not provided after multiple follow-up attempts. There is insufficient information to determine an assignable cause. The complainant was unresponsive to all follow-up attempts for additional information. Should additional information become available, the complaint will be re-evaluated. The issue will continue to be tracked and trended.